Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a pillowing keypad overlay. The pump passed the self test, rewind test, prime, seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to verify insulin flow blocked alarm and perform the displacement test, occlusion test and displacement accuracy test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack and almost come off. Reservoir was able to lock in place when inserted into the insulin pump. Customer reported insulin flow blocked alarm during fill tubing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.